Event description:
It was reported that the live motor had degraded video info, loss of live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The pic 1000 board was replaced during the service call. The system was tested and found to be working as intended and put back into service.